Event description:
Related manufacturer report number: 1627487-2022-01911. It was reported that the patient¿s scs system had impedance issue. As result, the system was explanted and replaced resolving the issue.

Manufacturer narrative:
Date of event: event date is an estimate. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.